Event description:
The customer reported that while pipetting a partial hbc microwell plate on summit the tech noticed large bubbles in row d of the plate. No error was reported. No death or serious injury was associated with this incident.